Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of respiratory failure and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer noted that there is no evidence of a device issue in causing or contributing to the death. The patient had pre-existing chronic obstructive pulmonary disease (copd) which caused the death. The clips were successfully implanted with reduction in mr from 4 to 1. Based on the information reviewed, the reported patient effects appear to be related to patient morphology/pathology (pre-existing condition) and procedural conditions due to the anesthesia and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is conservatively reported for patient death, unrelated to the implanted clip, but related to the mitraclip procedure. It was reported that on (B)(6) 2016, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. Three mitraclips were implanted, successfully reducing the mr from grade 4 to grade 1. The patient was extubated, and after a few minutes, it was noted that the patient was not breathing well and became hypoxic. The patient was re-intubated; however, due to the pre-existing severe chronic obstructive pulmonary disease (copd), the patient died a few hours later. The clips were noted to be well attached and there was no reported device issues. Per physician, the patient's death is not related to the implanted mitraclips, but is related to the anesthesia. No additional information was provided.